Event description:
Consumer complaint of "hi" blood results via foster mother. Expected blood glucose results fasting range from 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call declined due to patient's absence. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/30/2017 and open vial date is about 3 days ago. Recall test results performed fasting from meter memory: (B)(6); 10:25am - "hi". (B)(6); 10:25am - "hi". (B)(6); 09:42pm -177 mg/dl. (B)(6); 08:37pm - 187 mg/dl. (B)(6); 07:38pm - 221 mg/dl. (B)(6); 1:55pm -295 mg/dl. (B)(6); 10:00am - 127 mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).